Event description:
Information received from a patient reported that they were experiencing a burning pain from their implantable neurostimulator (ins). It was reported that the patient broke their leg on (B)(6) 2016 and had surgery, unrelated to the spinal cord stimulation (scs) device or therapy. Rods were put in at the time of surgery and on (B)(6) 2016 the patient had plates and screws put in as well. The patient reported that while they were waiting for the ambulance at the time their leg was broken, they cranked up stimulation because of the pain. The patient stated that after they woke up from the second surgery when they fixed the five breaks in their leg, they noticed their ins was still on and it felt like hot burning needles at the incision site. It was noted that the patient didn't realize the ins was still on until they were in recovery. The patient then turned the device off and the burning sensation stopped. The patient mentioned that otherwise, their device has been working well. The patient was to follow up with their healthcare provider (hcp). Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they experienced the burning sensation while they were recovering from their surgery on (B)(6) 2016. The patient stated that the burning sensation was in a pulsating feeling and when it occurred to them, they used their remote to turn the unit off. The hot burning sensation stopped at that time. It was noted that the patient recommended that there should be a warning added to patient¿s with a neurostimulator to turn them off before any surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.